Manufacturer narrative:
Per tandem¿s t:slim user guide states ¿use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer filled the cartridge with approximately 480 units of insulin and reported reusing/refilling the cartridge. The customer&#38112;blood glucose level was 221 mg/dl and it was addressed with a bolus. The customer indicated that a new cartridge would be loaded.